Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1fakq, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor (et) and movement disorders. It was reported that the patient's "right dbs was ineffective/not providing benefit" and "right side" ins was infected. It was stated the "left" lead, extension, and ins were removed. It was stated a probable contributing issue was a malpositioned lead. The nurse programmer was unable to find optimal settings without inducing side effects to the patient. Multiple programming sessions occurred to resolve the issue. The issue was stated to be resolved and the patient opted to keep the device turned off. No further symptoms or complications were reported or anticipated with this event. On 2019-10-17 additional information was provided clarifying the left lead, extension, and ins remain implanted and are providing benefit to the patient. The manufacturing representative (rep) stated the previous statement in regards to the left lead, extension, and ins was made in error. The right side lead, extension, and ins were explanted.